Event description:
The customer reported that the interconnect is frayed in the middle of the cable. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the interconnect cable and tested the system. The system operates as intended.